Event description:
It was reported that during device change out, x-ray revealed externalized conductors. No electrical anomalies were noted. The lead remain implanted.

Manufacturer narrative:
(B)(4).